Manufacturer narrative:
Further information has been requested but not yet provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was to have a pack change. Upon interrogation, the device indicated the patient was ventricular pacing. However, the patient was actually atrial pacing/ventricular sensing for the entire interrogation. The device had not been interrogated since 2008 and the diagnostics indicated they were frozen and not accurate. Further troubleshooting was not done as it was determined that since the device was being pack changed it was not needed. The patient was stable.

Event description:
Additional information received identified the patient decided to turn off his device and let it hit end of service. He will not have it replaced.